Event description:
It was reported that a spectrum pump had an issue of door error (sensor) upon device power up in the laboratory. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "door error (sensor)" was not reproduced due to a constant reload set. A review of the event history log revealed multiple "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however no component issues was identified. There were no discrepancies with the switches and the link screws and mechanism screws were installed as intended. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.